Event description:
The initial reporter stated that the pump was under infusing. They stated that they had to continue one infusion for an additional two hours to complete it and that during another their was approximately 250 ml left in the bag. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was not completed because the serial number was not provided. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmd.